Event description:
The patient had IV fluid being infused by a b. Braun outlook 100 infusion pump. The nurse noticed something dripping in the area of the IV tubing. Upon further assessment she noticed that the nss was dripping out of the tubing proximal to the patient, past the IV pump. The inner blue portion of the ultrasite valve was depressed within the white plastic exterior and it did not recoil. The fluid was dripping out of the ultrasite valve and air was being drawn into the tubing. The air was noticed before it reached the patient and no harm occurred to the patient.the only explanation the nurse had for the failure is that a syringe may have been connected to the port to deliver medication, and when it was removed, the plunger did not return to the closed position. However, that has not been verified.manufacturer response (as per reporter) for IV tubing set, ultrasite IV set for outlook safety infusion system:they requested the tubing set so that they can evaluate it. The sales representative stated that this not a common problem and he has not experienced this problem.

Event description:
The patient had IV fluid being infused by a b. Braun outlook 100 infusion pump. The nurse noticed something dripping in the area of the IV tubing. Upon further assessment she noticed that the nss was dripping out of the tubing proximal to the patient, past the IV pump. The inner blue portion of the ultrasite valve was depressed within the white plastic exterior and it did not recoil. The fluid was dripping out of the ultrasite valve and air was being drawn into the tubing. The air was noticed before it reached the patient and no harm occurred to the patient.the only explanation the nurse had for the failure is that a syringe may have been connected to the port to deliver medication, and when it was removed, the plunger did not return to the closed position. However, that has not been verified.manufacturer response (as per reporter) for IV tubing set, ultrasite IV set for outlook safety infusion system:they requested the tubing set so that they can evaluate it. The sales representative stated that this not a common problem and he has not experienced this problem.